Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: surgeons attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using a repair device and subsequent post repair evaluation demonstrates an inadequate result. This is likely due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the device. In this case, the ring was explanted because the "repair did not work." In the physician's opinion, there was no allegation against the function of the device, and there were no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that this annuloplasty ring was implanted in the mitral position and then explanted the same day. The ring was explanted because the "repair did not work." In the physician's opinion, there was no allegation against the function of the device. There were no adverse patient effects.